Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource turned itself off after a few minutes at only 50% power and a burning smell emanated from the unit as soon as it shut down. Additional information received on (B)(6) 2018 stated that the device was used in a right l3-l4 laminectomy with l4-l5 tlif (transforaminal lumbar interbody fusion) instrumentation procedure. The device was not in contact with the patient but was used by the surgeon. No harm to the patient or the surgeon reported. A 3-minute delay was reported to replace the lightsource. No patient adverse event was reported due to the delay.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found customer applied label. No physical or visual damage on the mlx unit. Functional testing found the power supply ignite the lamp but fan was not working and there was extended clicking at hard start. There was a burning smell from the unit which is likely caused by the lack of ventilation from the fan not working. Further evaluation found that dc harness cable came loose from control board. The unit works fine after reseating cable. The reported complaint was confirmed from the evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process.

Event description:
N/a.